Manufacturer narrative:
Submitted: (B)(6) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012, with the following findings: review of the black box revealed multiple occlusion alarms on the date of the reported complaint. On testing, the pump powered on normally. An ez-prime function was successfully performed. The pump was exercised for 24 hours during which time the pump experienced an occlusion. The force sensor was tested and found to be within specification. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.

Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printer circuit board. This report is made based on results of investigation completed on (B)(4) 2012.